Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. A day prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with ceftazidime injection (1gm, discontinued after five days, route, frequency not reported) and vancomycin injection (1gm, discontinued after five days, route, frequency not reported) for peritonitis. On an unknown date, the patient was treated with meropenem tablet (500mg per day, ongoing, oral) for peritonitis. Three days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis twice a week. The patient was discharged 11 days after hospital admission. At the time of this report, the patient has recovered from the event. No additional information is available.